Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced error during sensor startup. Upon sensor removal, patient was unable to locate the sensor wire.